Event description:
I purchased 2 toothbrushes a month ago. I used one of them twice and both times I ended up with 10-12 bristles in my mouth (and note that I brush very gently). I threw that one away and opened the second brush, which did the same thing.

Manufacturer narrative:
Device not returned.